Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that on (B)(6) 2021 the patient required a revision surgery due to the old nail becoming infected.

Manufacturer narrative:
Please note that the awareness date of this event was incorrectly submitted and should have been 22-nov-2021.

Event description:
It was reported that on 22-nov-2021 the patient required a revision surgery due to the old nail becoming infected.